Manufacturer narrative:
(B)(4). To date the lens remains implanted. Device evaluation: to date the intraocular lens (iol) remains implanted in the patient's eye; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis toric intraocular lens (iol) was implanted in the right eye (od) of a (B)(6) male patient on (B)(6) 2015. The lens was placed at 5 degrees. At the 6-month visit (on (B)(6) 2016), the toric axis was noted at the 25 degrees. The patient had no complaints and neither needed or wanted to have the lens repositioned. The patient has also a tecnis toric lens implanted in the left eye. Od: keratometry: 45.50x0.94, 44.00x004 ucdva (uncorrected distance visual acuity): 20/30-2. Mr (manifest refraction):-0.75+1.00x132 bcdva (best correct distance visual acuity): 20/20. This report is for the right eye.